Event description:
Miller pm, gross re. Wire tethering or 'bowstringing' as a long-term hardware-related complication of deep brain stimulation. Stereotact funct neurosurg. 2009;87(6):353-359. Summary: the authors retrospectively reviewed the surgical database of a single neurosurgeon at (B) (6) from (B) (6) 2001 through (B) (6) 2009, comprising 278 patients with 456 electrodes implanted for all indications, identifying all patient presenting with the complaint of tightness, discomfort, prominence, or limitation of motion related to implantation of dbs systems. The article describes 6 patients with moderate to severe wire tethering. Reported event: one pt, who five months earlier had undergone two revision surgeries for tethering or "bowstringing" of the implanted extension wire (reference MFR report # 3007566237201001699), continued to experience a taut feeling from the wires. It was noted the pt's torticollis had markedly improved. A third revision was performed. The cables were removed and repositioned to the contralateral side. In f/u, limited mobility, discomfort, and protrusion persisted on the left, clearly implicating persistence of the original scar rather than the wires themselves. See literature article with MFR report # 3007566237201001699.

Manufacturer narrative:
(B) (4).